Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was replaced as planned on (B)(6) 2019. The company representative was in possession of the pump and the pump had been sent back to the manufacturer. As of the date of this report, the pump had not yet been received. The shipping tracking number was unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that their pump failed (B)(6) 2019. The patient stated that the pump had been alarming but he did not know where the sound was coming from so it took awhile to figure out what was going on. The patient stated that he was sick one day and then ok the next day and then sick again. The pump then finally quit. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported multiple motor stalls occurred before end of service occurred. There was no factors that may have led or contributed to the issue. The pump was put to minimum rate. Surgical intervention was planned as pump explant was planned for (B)(6) 2019 with replacement. The pump would be returned to manufacturer. The issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was asked, but unknown. The patient's medical history was asked, but unknown. It was noted the patient was receiving dilaudid 3 mg/ml with an unknown dose. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019. It was reported that it was unknown if the pump reached a state of tube set. It was unknown why the stalls occurred. It was confirmed that pump replacement was planned, but the date remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving demerol (meperidine) of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient¿s pump was beeping/alarming. The sound heard was consistent with a pump alarm. The patient was hearing a dual toned alarm coming from his pump. Last saturday ((B)(6) 2019) the patient started to feel sick and went into the clinic because he thought he had the flu. After a while the patient realized he may be in withdrawal (reporter could not confirm if he was or not). The patient also experienced diarrhea. The change in therapy/symptoms was described as having occurred suddenly. The patient tried to find out why the pump was alarming but was only able to see the pa disabled. The next refill was to occur in the beginning of december. The patient was to follow-up with their healthcare provider to have their pump checked. The patient had an appointment today ((B)(6) 2019) but was just curious as to the reason for the alarm. The date (B)(6) 2019 is considered an approximate date of event (year known only). It was noted that the patient did not have a healthcare provider, but was now seeing a nurse practitioner to have their pump taken care of. On (B)(6) 2019 additional information was received from a consumer via a company representative. The company representative had contacted the patient on an unknown date. The patient had let their pump run dry and now the pump needed to be replaced. It was further reported that multiple motor stalls had occurred. The date of the event was unknown. Dates of troubleshooting/diagnostics performed were unknown. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the patient let the pump run dry. No surgical intervention was performed but was planned. Regarding the scheduled date of planned replacement, the company representative planned to follow-up for more information. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s weight and medical history were indicated as having been requested but were unknown. The pump was indicated as having administered dilaudid (discrepant of previously reported information) of an unknown concentration at an unknown dose rate. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. No further patient complications have been reported as a result of this event.